Event description:
It was reported that previously, this patients device was exhibiting tones and a battery depletion (bd) code. At the time, analysis was performed and had indicated that the battery was recovered and the device is depleting normally. Recently, additional analysis was performed which indicated that the device is depleting prematurely. Replacement was recommended, however the device remains in service. No adverse events.

Manufacturer narrative:
Additional information was added to the following fields.

Event description:
It was reported that previously, this patients device was exhibiting tones and a battery depletion (bd) code. At the time, analysis was performed and had indicated that the battery was recovered and the device is depleting normally. Recently, additional analysis was performed which indicated that the device is depleting prematurely. Replacement was recommended, however the device remains in service. No adverse events. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that previously, this patients device was exhibiting tones and a battery depletion (bd) code. At the time, analysis was performed and had indicated that the battery was recovered and the device is depleting normally. Recently, additional analysis was performed which indicated that the device is depleting prematurely. Replacement was recommended, however the device remains in service. No adverse events. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for analysis.